Manufacturer narrative:
Additional information: the reported events of insulation damage, failure to capture, capturing problem, and high lead impedance were not confirmed. As received, a complete lead was returned in one piece for analysis with a stylet inserted. Visual inspection of the lead did not reveal any anomalies to the insulation. Electrical testing did not reveal any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, an increase in the pacing impedance and capture threshold which resulted in a loss of capture was observed on the right ventricular (rv) lead. Insulation damage was visually confirmed on the rv lead, so the lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.